Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery. All devices crossed with ease. During inflation of the 5 mm/150 mm armada 35 ll balloon it was observed that the inflation device had drained of all its fluid. The indeflator was refilled and reused at which time contrast was seen leaking just distal from the hub below the black piece on the catheter. The balloon was removed from the anatomy without issue and a new balloon catheter was used to complete balloon angioplasty. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Abbott vascular (av) was not able to perform device analysis, as the device was not returned. A review of the complaint handling database found no other similar incidents from this lot. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Av conducted root cause determined the most probable root cause is variability in the gluing process during manufacturing. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.